Manufacturer narrative:
Despite multiple follow up attempts with the healthcare provider, no patient records or medical history has yet been provided. The operative report has also been requested but not provided. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of an bioprosthetic valves is dependent on both patient factors and intrinsic properties of bioprosthetic valves. Without return of device, the nature of the reported severe stenosis cannot be identified or evaluated. Stenosis may be due to calcific tissue degeneration, non calcific tissue degeneration, and/or non-structural dysfunction. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported via sales that a (B)(6) patient presented with stenosis of an edwards aortic bioprosthetic valve after an implant duration of approximately 21 months. The patient underwent a successful implant of transcatheter valve inside the previously placed stenotic device. Patient is noted as stable at the end of procedure. No additional information has been provided despite multiple attempts with the hcp.